Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 for more information regarding the specific circumstances of this event.

Event description:
It was reported that during a routine follow-up, this right ventricular (rv) lead exhibited high out of range pacing impedance measurement, measuring greater than 3000 ohms in both unipolar and bipolar configurations. It was suspected that the lead had fractured. There was an increase in threshold measurement and the egms showed noise episodes with genuine ventricular tachycardia and conducted atrial fibrillation. Provocative maneuvers were performed by the patient and produced noise when reaching left arm to right hip. Boston scientific technical services reviewed the available data and confirmed the high impedance out of range, oversensing noise, high threshold, noise noted during patient movements and recommended that the physician performs an x-ray to check lead integrity. A revision procedure was scheduled however, the patient decided against the lead replacement and the revision procedure was cancelled. No adverse patient effects were reported. This rv lead remains in-service.

Event description:
It was reported that during a routine follow-up, this right ventricular (rv) lead exhibited high out of range pacing impedance measurement, measuring greater than 3000 ohms in both unipolar and bipolar configurations. It was suspected that the lead had fractured. There was an increase in threshold measurement and the egms showed noise episodes with genuine ventricular tachycardia and conducted atrial fibrillation. Provocative maneuvers were performed by the patient and produced noise when reaching left arm to right hip. No adverse patient effects were reported. This rv lead remains in-service.